Event description:
A customer reported that the system would not prime prior to a vitreoretinal surgical procedure. The staff restarted the system and the system successfully primed. During the procedure, the illumination lamp stopped working. The lamp was unplugged and then plugged back in and the lamp then worked. The surgeon adjusted the fluid air exchanged to 30mmhg, but displayed 100mmhg. The surgeon felt that the pressure was not 100mmhg and proceeded with the surgery. The surgery was successfully completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).